Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was under the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a profile small oval snare was used in the stomach during a polypectomy procedure. According to the complainant, during the procedure the snare became embedded in patient's tissue. It was reported that, the patient underwent general anesthesia; using a regular gastroscope, along with a second snare, they were able to remove the device and complete the procedure. There was no damage reported to the patient at the conclusion of the procedure.